Event description:
It was reported that this pacemaker was suspected of the minute ventilation (mv) rate response was not as expected and inappropriate mv response. The physician reported that the patient alleged receiving inappropriate minute ventilation (mv) pacing with each movement of their left arm. The physician requested technical services (ts) review this pacemaker data. It was noted that the presenting electrogram (egm) showed the histograms being fairly flat. Ts recommended to the physician that an in clinic visit for further device evaluation may be required. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to upper body physical movements/non-respiratory signals. Please refer to the description for more information regarding the specific circumstances of this event.